Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during dwell 6 of 8. The home patient (hp) was still connected. The supply bags were empty and there was solution in the heater bag only. (B)(4) asked if any bags had come undone. Per the hp none had come undone. (B)(4) explained the alarm and assisted the hp clear the alarm. The hp would finish with a manual bag. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up call the hp stated that she does not remember getting this alarm. The hp stated that she discarded her supplies and does not know the lot number. The hp stated that therapy has been going fine.